Event description:
It was reported that the patient presented in clinic after receiving an alert for high hv lead impedance on the svc vector. The patient was brought in for dft testing. Noise was observed with pocket manipulation. A set screw issue was suspected. The physician elected to program the svc vector off. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.